Event description:
The customer notified siemens that a physician has questioned atellica im ca 19-9 results on a patient who has had no changes in treatment or imagery and is stable as far as disease. The physician complains of variability in the atellica im ca 19-9 results across multiple draws at different timepoints and expects similar results across all timepoints. Two results for this patient are discordant (lower) than the other results (sample: (B)(6) tested on (B)(6) 2026 and sample: (B)(6) tested on (B)(6) 2026). There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
A united states customer notified siemens that a physician has questioned atellica im ca 19-9 results on a patient who has had no changes in treatment or imagery and is stable as far as disease. The physician complains of variability in the atellica im ca 19-9 results across multiple draws at different timepoints and expects similar results across all timepoints. Two results for this patient are discordant (lower) than the other results (sample: (B)(6) tested on (B)(6) 2026 and sample: (B)(6) tested on (B)(6) 2026). There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. The calibration and quality control (qc) were acceptable at the time of testing. Siemens is investigating. Note: this report is for sample ID: (B)(6) tested on (B)(6) 2026. A separate MDR is submitted for sample ID: (B)(6) tested on (B)(6) 2026.